Event description:
In 2009, the pt reported this morning she had an elevated blood glucose reading of "hi" when she woke up. She stated she does not usually have any symptoms of elevated readings and treated her elevated reading by injecting 5 units of insulin. She said she tried to prime the tubing but her insulin infusion device displayed an e4 (occlusion) error. She stated she is using a new full cartridge of insulin, adapter and tubing. To troubleshoot, the pt was instructed to disconnect from her device and prime the tubing. Insulin dripped from the tubing but the pt then received another e4. She was instructed to remove the tubing and prime through the adapter which she did without error. She attached a new tubing, successfully primed it, and reconnected to her headset. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.